Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to loss of capture (loc). The physician opted to remove the lead, however, the helix could not be retracted. The lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.